Event description:
Following an initial implant procedure, failure to capture, and failure to sense were observed on the right atrial (ra) lead. An x-ray was performed and dislodgement of the ra lead was confirmed. The ra lead was repositioned in order to resolve the event. The patient was stable.